Event description:
Based on the additional information received on 09-aug-2016, the suspect product was updated from synvisc to synvisc one. Based on the information received on 23-jul-2016, this case initially considered as non-serious was upgraded to serious since a serious event of hemarthrosis was added. This unsolicited case from (B)(6) was received on 20-jul-2016 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc one and 1 day later had not specified swelling/not specified edema/knee swelling and hemarthrosis and few days later temperature increased/body temperature increased to 37.6 celsius degrees. No medical history or concurrent condition was provided. Relevant concomitant medication included meloxicam (movalis). The patient noted she was injected synvisc a year ago (but no information regarding that injection was provided). On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml, once (indication: unknown) (batch/lot number: 5rse036c and expiration date: jun-2018) performed by the physician in the clinic. From (B)(6) 2016, in the night the patient experienced body temperature increase to 37.6 degree celsius. On (B)(6) 2016, in the morning, (1 day after the synvisc one injection), the patient developed knee swelling. The same day, the patient visited a hospital and hemarthrosis was diagnosed by the physician. On (B)(6) 2016, knee joint punctures was performed (there was blood in punctate), to the patient by the same physician. The patient suspected counterfeit and asked orthopedic salon to figure out if it was counterfeit. She asked the staff of orthopedic salon and sent a claim for quality of synvisc one bought in orthopedic salon. It was reported that the orthopedic salon physician considered that the swelling described by the patient as edema in her claim might appears due to synvisc one injection and did not assess this swelling as an adverse drug reaction. Action taken: unknown. Corrective treatment: knee joint puncture for hemarthrosis; unknown for both the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rse036c expiration date (06/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse036c no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for hemarthrosis additional information was received on 23-jul-2016. Concomitant medication was added. Verbatim of not specified swelling/not specified edema was updated to not specified swelling/not specified edema/knee swelling and temperature increased was updated to temperature increased/body temperature increased to 37.6 celsius degrees and their onset date was added. Additional serious event of hemarthrosis was added along with details. Clinical course was updated. Text was amended accordingly. Follow up information was received on 26-jul-2016. Global ptc number was added. Follow up information was received on 01-aug-2016. No new information was received. Additional information was received on 01-aug-2016 and 09-aug-2016 (both the information processed together with clock start date of 09-aug-2016). Suspect product was updated from synvisc to synvisc one. Dose and frequency of the suspect product were added. Global ptc number and results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 09-aug-2016: this case concerns a female patient of unknown age who received treatment with synvisc one and later had hemarthrosis. The causal relationship between the product and the event has been considered to be possibly related. However, due to lack of information regarding patient's medical history, concomitant medication and concurrent conditions, a complete case assessment cannot be made.

Event description:
Based on the information received on 23-jul-2016, this case initially considered as non-serious was upgraded to serious since a serious event of hemarthrosis was added. This unsolicited case from (B)(6) was received on 20-jul-2016 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc and 1 day later had not specified swelling/not specified edema/knee swelling and hemarthrosis and few days later temperature increased/body temperature increased to 37.6 celsius degrees. No medical history or concurrent condition was provided. Relevant concomitant medication included meloxicam (movalis). The patient noted she was injected synvisc a year ago (but no information regarding that injection was provided). On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency and indication: unknown) (batch/lot number: (B)(4) and expiration date: jun-2018) performed by the physician in the clinic. From (B)(6) 2016, in the night the patient experienced body temperature increase to 37.6 degree celsius. On (B)(6) 2016, in the morning, (1 day after the synvisc injection), the patient developed knee swelling. The same day, the patient visited a hospital and hemarthrosis was diagnosed by the physician. On (B)(6) 2016, knee joint punctures was performed (there was blood in punctate), to the patient by the same physician. The patient suspected counterfeit and asked orthopedic salon to figure out if it was counterfeit. She asked the staff of orthopedic salon and sent a claim for quality of synvisc bought in orthopedic salon. It was reported that the orthopedic salon physician considered that the swelling described by the patient as edema in her claim might appears due to synvisc injection and did not assess this swelling as an adverse drug reaction. Action taken: unknown. Corrective treatment: knee joint puncture for hemarthrosis; unknown for both the events. Outcome: unknown for all the events. (B)(4). Seriousness criteria: required intervention for hemarthrosis. Additional information was received on 23-jul-2016. Concomitant medication was added. Verbatim of not specified swelling/not specified edema was updated to not specified swelling/not specified edema/knee swelling and temperature increased was updated to temperature increased/body temperature increased to 37.6 celsius degrees and their onset date was added. Additional serious event of hemarthrosis was added along with details. Clinical course was updated. Text was amended accordingly. Follow up information was received on 26-jul-2016. Global ptc number was added. Pharmacovigilance comment: sanofi company comment for follow up dated 23-jul-2016: this case concerns a female patient of unknown age who received treatment with synvisc and later had hemarthrosis. The causal relationship between the product and the event has been considered to be possibly related. However, due to lack of information regarding patient's medical history, concomitant medication and concurrent conditions, a complete case assessment cannot be made.